Event description:
It was reported that there was water under the display of the insulin pump. Customer stated that the insulin pump was dropped and there was also a crack in the case. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. Moisture damage found on the lcd board. The insulin pump has cracked case at display window corner, reservoir tube lip and minor scratched display window.